Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, a drop in sensing was observed on the right ventricular lead. It was also noted that oversensing of myopotentials had resulted in pacing inhibition. No changes were made and the patient would be monitored.